Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a device not detected on bus. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 was not detected on the bus. A field service engineer (fse) inspected the back of the drawer and found that bus cable was disconnected. The connection was reseated, restoring the storage space to the bus. The customer was then able to proceed with inventory successfully. The system functioned as intended after the fse repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a device not detected on bus. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.